Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck on a motor error alarm that occurred during the bolus or basal delivery. The motor was tested outside of the device and passed. No other error alarms could be confirmed in the history screen due to an overwritten history file. The motor may have had an intermittent failure that was not detected during our testing. The excessive no delivery alarm test and occlusion test could not be performed due to the motor error alarms. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a motor error on his insulin pump. The alarm occurred during bolus. Customer cleared it and resumed, but the device alarmed again. He replaced the battery and resumed, but it alarmed motor error when trying to complete the bolus deliver. Customer's blood glucose was 112 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.